Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that three pair of ophthalmic forceps tips failed to open and close during a combination cataract and vitrectomy surgery. An alternate forceps was obtained in order to complete the procedure. There was no harm to the patient.

Manufacturer narrative:
Three forceps samples were received. All samples were received packed in an inner and outer blister. On one outer blister, two cover foils were attached. All returned samples are bent and show bent grasping arms. The returned samples showed surgery residuals. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The three received samples were visually inspected with the aid of a photomicroscope with various magnifications. It was found that the forceps are very bent and as well as the grasping arms. Due to the condition of the samples, the customer's complaint could not be confirmed. The bending does not allow a detailed examination of the root cause. The root cause for the reported event could not be determined conclusively due to the condition of the samples. A manufacturing or design related root cause for the damage of the complained devices has not been identified. The manufacturer has no influence on complaints which are in relation to external force. No further actions will be issued. The manufacturer internal reference number is: (B)(4).